Event description:
It was reported during the implant procedure that the lead was inserted through the sheath and into the subclavian vessel but met some resistance. When the lead was pulled back, the helix was noted to be partially extended. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) lead stretched. Lead was stretched causing the inner tubing to buckle and preventing the helix from functioning properly. Full lead.